Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that an "oxygen not available" alarm occurred during use. The device was in use at the time of the event; however, there was no patient harm. The patient was switched to another unit.

Manufacturer narrative:
MFR received date: 14 aug 2019. Date of report received: 23 aug 2019. The manufacturer's international service technician performed troubleshooting and was unable to duplicate the error. However, the event was found in the device history report. The service technician also found that the rubber feet retention plate was missing. The reported occurrence could not be duplicate and no abnormality was found. The service technician re-attached the retention plate and performed periodic maintenance on the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.